Manufacturer narrative:
The field service engineer found a loose cable connected to the potassium electrode and there were chips in the bottom of the mixing vessel. The ise acrylic block, mixing unit, and potassium electrode cabling were replaced. No further issues occurred. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na, ci for gen.2 on a cobas 8000 ise module. The initial results were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. Corrected reports were issued for the samples. The first sample initially resulted in a na value of 126 mmol/l and it repeated as 137 mmol/l. This sample initially resulted in a cl value of 107 mmol/l and it repeated as 96 mmol/l. The second sample initially resulted in a na value of 133 mmol/l and it repeated as 144 mmol/l. This sample initially resulted in a cl value of 124 mmol/l and it repeated as 107 mmol/l. The third sample initially resulted in a na value of 124 mmol/l and it repeated as 137 mmol/l. This sample initially resulted in a cl value of 120 mmol/l and it repeated as 103 mmol/l. The na and cl electrode lot numbers and expiration dates were requested, but not provided.